Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump immediately has an "overspeed" error when turned on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) verified the complaint. The fsr replaced the central processing unit (cpu) and driver board which did not correct error. The fsr replaced the motor and reinstalled, ran for several minutes without errors. The fsr ran through all checks. The unit operated to MFR specs and was returned to clinical use. The suspect parts were returned to the MFR for further eval.